Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported that the clips are not secure on the bile duct and fell off causing acute pancreatitis. Only the clips will be sent back for analysis. Another device was used to complete the case.